Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with naked eye, with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed, with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap extended life pd transfer set leaked. The location of the leak was reported as ¿female connector (dark blue)¿. This issue was identified by the patient at home during use for peritoneal dialysis (pd) therapy. As a result, the patient contacted the hospital nurse and the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.